Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. Inspection of the returned device revealed evidence of clinical use including biological material on the distal tip and an indention in the teflon pad. The shaft rotation and the jaw actuation of the device were found to be acceptable. The device was connected to a generator and passed the initial testing. The foot pedals and max button were able to activate the device, but the min button would not activate the device. The device was able to successfully activate with the foot pedals and max button, and at no time did the device fail to activate or stop working, produce an error code or emit any adverse noise. The membrane switch assembly (msa) was tested on a harmonic membrane switch tester, and the min button failed. Inspection of the msa revealed signs of an dried fluid underneath the min button pad. The device was examined further and a build up of tissue/fluid was noticed along the rod. The rod was inspected for fractures, and none were found. The distal gasket on the rod was examined and revealed signs of damage and wearing of the gasket lip which would allow fluid to rise up the rod into the handle. The cause of tissue/fluid build up is damage to the distal gasket; action is being taken to address this issue. Tissue build up due to distal gasket damage can disrupt harmonic frequency and potentially reduce cutting ability.

Event description:
It was reported that the har36 ultrasonic scalpel malfunctioned. No further information was available from the facility. There was no medical intervention, surgical delay, or adverse consequences reported. The procedure was completed successfully.